Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified and mildly tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the device was prepared (air aspiration) inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. H6: medical device problem code 2017- incorrect prep.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the left anterior descending artery. The 1.50x15mm rx mini trek balloon dilatation catheter (bdc) was prepared for use inside the patient anatomy. The bdc was advanced with resistance noted due to interactions with the anatomy. The balloon was inflated to 8 atmospheres (atm) without issue however the balloon then ruptured during the second inflation at 12 atm. The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.